Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain") and autoimmune thyroiditis ("autoimmune disorder : hashimoto disease") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for removable birth control: mirena from 2007 to 2008. In 2009, the patient had essure inserted. In 2009, the patient experienced headache ("headaches"), migraine ("migraines") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced depression ("depression"), anxiety ("anxiety"), perineal pain ("perineal pain") and anaemia ("anemic"). The patient was treated with surgery (underwent total hysterectomy,salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, dyspareunia, perineal pain and anaemia had resolved and the autoimmune thyroiditis, headache, depression and anxiety outcome was unknown. The reporter considered anaemia, anxiety, autoimmune thyroiditis, depression, dyspareunia, headache, menorrhagia, migraine, pelvic pain, perineal pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2017: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: abnormal bleeding was updated to abnormal bleeding (vaginal, menorrhagia); migraines, dyspareunia (painful sexual intercourse), perineal pain and anemic were added as event; historical drug, lab data, patient demographic details added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain") and autoimmune thyroiditis ("autoimmune disorder : hashimoto disease/type of disorder hashimotos") in an adult female patient who had essure (batch no. 727102) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, fibroids, ovarian cyst, pap smear abnormal and painful periods. Previously administered products included for removable birth control: mirena from 2007 to 2008. Concurrent conditions included free t4 low, adenomyosis, intramural leiomyoma of uterus, benign cervical tumor, menometrorrhagia, cyst, endometrial thickening, abdominal pain, hot flashes, post coital bleeding and perineal pain. In 2009, the patient had essure inserted. In 2009, the patient experienced headache ("headaches"), migraine ("migraines") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In june 2017, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In july 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced depression ("depression"), anxiety ("anxiety"), perineal pain ("perineal pain") and anaemia ("anemic"). The patient was treated with surgery (underwent total hysterectomy,salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, dyspareunia, perineal pain and anaemia had resolved and the autoimmune thyroiditis, headache, depression and anxiety outcome was unknown. The reporter considered anaemia, anxiety, autoimmune thyroiditis, depression, dyspareunia, headache, menorrhagia, migraine, pelvic pain, perineal pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: uterus and bilateral fallopian tubes, total hysterectcny and bilateral salpingectomy: synchronous endometrum in early proliferative phase without cytologic atypia, glandular hyperplasia or malignancy focal adencmyosis and a 3 mm small intrmiural leiomyoma uteri a 1.1 x 0.6 x 0.3 cm benign endocervical polyp status post essure coil insertion to bilateral proxhial fallopian tubes unremarkable uterine exocervix, serosa and dist.1i.l f.1l,.llopian tubes clinical history: menorrhagia, pain material(s) submitted: 1; uterus, cervi x, bilateral fallopian tubes silver metallic essure coils in the interstitial segment of bilateral fallopian tube the fimbriated left and right fallopian tubes measure 5 cm and 6cm long respectivly. Ultrasound scan vagina - in july 2017: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, anemia, abnormal bleeding, menorrhagia and perineal pain. Lot number: 727102 manufacture date: 2010-03 expiration date: 2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('left coil was shifted to mid uterus'), pelvic pain ('pain / pelvic pain'), autoimmune thyroiditis ('autoimmune disorder : hashimoto disease/type of disorder hashimotos') and transient ischaemic attack ('tia') in an adult female patient who had essure (batch no. 727102) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, fibroids, ovarian cyst, pap smear abnormal and painful periods. Previously administered products included for removable birth control: mirena from 2007 to 2008. Concurrent conditions included free t4 low, adenomyosis, intramural leiomyoma of uterus, benign cervical tumor, menometrorrhagia, cyst, endometrial thickening, abdominal pain, hot flashes, post coital bleeding, perineal pain, migraine and tia. In 2009, the patient had essure inserted. In 2009, the patient experienced headache ("headaches"), migraine ("migraines") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), perineal pain ("perineal pain"), anaemia ("anemic"), transient ischaemic attack (seriousness criterion medically significant) and abdominal distension ("8 months pregnanant belly is gone"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and underwent total hysterectomy,salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, autoimmune thyroiditis, headache, depression, anxiety and transient ischaemic attack outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, dyspareunia, perineal pain, anaemia and abdominal distension had resolved. The reporter considered abdominal distension, anaemia, anxiety, autoimmune thyroiditis, depression, device expulsion, dyspareunia, headache, menorrhagia, migraine, pelvic pain, perineal pain, transient ischaemic attack and vaginal haemorrhage to be related to essure. The reporter commented: 8 months pregnant belly is gone. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: uterus and bilateral fallopian tubes, total hysterectcny and bilateral salpingectomy: synchronous endometrum in early proliferative phase without cytologic atypia, glandular hyperplasia or malignancy. Focal adencmyosis and a 3 mm small intrmiural leiomyoma uteri. A 1.1 x 0.6 x 0.3 cm benign endocervical polyp. Status post essure coil insertion to bilateral proxhial fallopian tubes. Unremarkable uterine exocervix, serosa and dist.1i.l f.1l,.llopian tubes clinical history: menorrhagia, pain. Material(s) submitted: 1; uterus, cervi x, bilateral fallopian tubes silver metallic essure coils in the interstitial segment of bilateral fallopian tube the fimbriated left and right fallopian tubes measure 5 cm and 6cm long respectivly. Ultrasound scan vagina - in (B)(6) 2017: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, anemia, abnormal bleeding, menorrhagia and perineal pain. Lot number: 727102; manufacture date: 2010-03; expiration date: 2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs and social media received. New event left coil was shifted to mid uterus and tia,8 months pregnant belly is gonewere added. Medical history was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain") and autoimmune thyroiditis ("autoimmune disorder : hashimoto disease/type of disorder hashimotos") in an adult female patient who had essure (batch no. 727102) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, fibroids, ovarian cyst, pap smear abnormal and painful periods. Previously administered products included for removable birth control: mirena from 2007 to 2008. Concurrent conditions included free t4 low, adenomyosis, intramural leiomyoma of uterus, benign cervical tumor, menometrorrhagia, cyst, endometrial thickening, abdominal pain, hot flashes, post coital bleeding and perineal pain. In 2009, the patient had essure inserted. In 2009, the patient experienced headache ("headaches"), migraine ("migraines") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced depression ("depression"), anxiety ("anxiety"), perineal pain ("perineal pain") and anaemia ("anemic"). The patient was treated with surgery (underwent total hysterectomy,salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, dyspareunia, perineal pain and anaemia had resolved and the autoimmune thyroiditis, headache, depression and anxiety outcome was unknown. The reporter considered anaemia, anxiety, autoimmune thyroiditis, depression, dyspareunia, headache, menorrhagia, migraine, pelvic pain, perineal pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: uterus and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: synchronous endometrum in early proliferative phase without cytologic atypia, glandular hyperplasia or malignancy. Focal adencmyosis and a 3 mm small intrmiural leiomyoma uteri. A 1.1 x 0.6 x 0.3 cm benign endocervical polyp. Status post essure coil insertion to bilateral proxhial fallopian tubes. Unremarkable uterine exocervix, serosa and dist.1i.l f.1l,.llopian tubes. Clinical history: menorrhagia, pain material(s) submitted: 1; uterus, cervi x, bilateral fallopian tubes silver metallic essure coils in the interstitial segment of bilateral fallopian tube the fimbriated left and right fallopian tubes measure 5 cm and 6cm long respectively. Ultrasound scan vagina - in (B)(6) 2017: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, anemia, abnormal bleeding, menorrhagia and perineal pain. Most recent follow-up information incorporated above includes: on 14-jan-2019: pfs and mr received. Reporter information were added. Lot number were added. Medical history were added. Event verbatim were updated as autoimmune disorder : hashimoto disease/type of disorder hashimotos incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), headache ("headaches"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, headache, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, genital haemorrhage, headache and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.